Event description:
The recipient reportedly experienced prolonged initial implant surgery due to soft tissue issues. The surgeon removed subcutaneous fat from the site. The recipient presented with edema/ swelling, however, it improved. The recipient was prescribed cefdinir.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly resolved. The recipient is using the device full time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.